Event description:
It was reported that a chest x-ray revealed that the atrial lead had dislodged. The lead exhibited poor sensing and high thresholds. The physician decided to reprogram the device to vvir since the patient no longer needed continuous pacing and elected not to reposition the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.